Event description:
It was reported that the patient underwent a full revision due to high lead impedance. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This report was due on november 25, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
The explanted products were received and product analysis is underway.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently reported initial aware date as 10/26/2023 and it should have been 10/19/2023. G3 date received by manufacturer (mo/day/yr), corrected data: initial report inadvertently reported initial aware date as 10/26/2023 and it should have been 10/19/2023.

Event description:
Product analysis was completed on the explanted products. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The reported lead fracture was not confirmed un the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. One set of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Additional information received noting that the patient underwent surgery for a battery replacement only on (B)(6) 2023 and the surgeon accidentally cut the lead and knew a full revision would be needed which could not be performed that day. The old generator and lead were left implanted and the full revision was rescheduled for (B)(6)2023.